Manufacturer narrative:
The customer returned a different serial # of the contour xt meter than the one alleged to be involved in the event occurrence for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot#: 9jpec02a and contour next control solution, which gave a satisfactory performance. The returned meter was then tested with the contour next test strips from lot#: 9jpec02a using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided. The model # (B)(4).

Event description:
The customer from spain reported that he obtained blood glucose readings of 329 mg/dl at 4:18 p.m., 68 mg/dl at 4:19 p.m. And 129 mg/dl at 4:20 p.m. On the contour xt meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.